Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and transition to hd for rrt. The htcn attributed causality to the patient¿s lack of hand hygiene prior to initiation and termination of ccpd therapy. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the htcn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users' expectations or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient's home therapy charge nurse (htcn) confirmed the patient was hospitalized on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefepime for 21 days (dosages, frequencies not provided), until the peritoneal effluent culture returned positive for staphylococcus aureus on (B)(6) 2025 and the patient¿s cefepime was discontinued. While hospitalized, the nephrologist (after discussion with the patient and family) decided the patient was no longer a good fit for ccpd, and her pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025. A right intrajugular (ij) tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed the same day, and the patient permanently transitioned to hd for renal replacement therapy (rrt) without reported issue. The patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. Upon discharge, the patient was also prescribed oral bactrim for 14 days (dose, frequency not provided). The htcn attributed causality to a touch contamination event, as the patient readily admits she does not always wash or disinfect her hands prior to initiation and termination of treatment. Per the htcn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues and will complete the prescribed antibiotic course intravenously.

Event description:
It was reported that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s home therapy charge nurse (htcn) confirmed the patient was hospitalized (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefepime for 21 days (dosages, frequencies not provided), until the peritoneal effluent culture returned positive for staphylococcus aureus on (B)(6) 2025 and the patient¿s cefepime was discontinued. While hospitalized, the nephrologist (after discussion with the patient and family) decided the patient was no longer a good fit for ccpd, and her pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025. A right intrajugular (ij) tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed the same day, and the patient permanently transitioned to hd for renal replacement therapy (rrt) without reported issue. The patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. Upon discharge, the patient was also prescribed oral bactrim for 14 days (dose, frequency not provided). The htcn attributed causality to a touch contamination event, as the patient readily admits she does not always wash or disinfect her hands prior to initiation and termination of treatment. Per the htcn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues and will complete the prescribed antibiotic course intravenously.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.